Event description:
It was reported that before the procedure when interrogating the device while still in the box, backup reset mode was noted. It was decided to open and use another device. There were no adverse health consequences to the patient.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported field event of unexpected reset was confirmed. Upon receipt, the device was above the elective replacement indicator (eri) and in backup vvi (bvvi). Analysis of device image found the device went into backup mode due to memory corruption. After the device was restored from the backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.